Manufacturer narrative:
(B)(4). Returned lancet device evaluated with no defect found. No lancets were returned for evaluation. Unable to test the device with the customer lancets. Laboratory lancets used for evaluation. Most likely underlying root cause. Use error caused or contributed to event.

Event description:
Customer stated that the lancet does not fully retract into the lancing device and that the needle is sticking out of the lancing device. No injury or medical attention is reported by the customer at the time of the call.